Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum on (B)(6) 2024, the new china pediatrics department used a bidi brand close-coupled IV needle to assist in the intravenous infusion of newborns. After the puncture of the needle, the steel needle was retracted, and it was found that blood was brought out at the retraction point of the steel needle, so the use of the needle was suspended, and the needle was replaced with a needle from another batch, and after the replacement, the puncture was normal without any impact on the newborns.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot# 4081466. 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of 400 pcs in process testing and 32 pcs in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 2. No defective sample and photo have been received for the complaint. 3. The retained samples of this batch are taken for 800mm simulated clinical leakage test, and no leakage is found at the septum. Please see the attached test reports. Conclusion(s): no abnormality is found in the process and retained samples. Since the defective sample is not returned for further testing, the root cause of the leakage at the septum cannot be determined. The plant will continue to track and trend the issue.